Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Pump received with blank display. Unable to verify software version and perform the self test and occlusion test due to blank display. Unable to verify rattling noise when shaking with the test infusion set and test reservoir set inside the reservoir compartment due to blank display. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, force sensor and the battery tube connector plugged in properly to j7/pcb 1. Swapping out test boards confirms blank display is isolated to pcba 2. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Blank display was confirmed, problem isolated to the pcba 2. Unable to verify pump rattling when shaken complaint due to blank display. Cosmetic damage was confirmed at the case and keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found rattle sound inside the insulin pump. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.